Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient via the manufacturer¿s representative reported that they experienced burning underneath the implantable neurostimulator (ins) in the pocket. The issue started on (B)(6) 2016. The patient believed it was not positional or related to charging. The patient had to turn it off to get relief from the issue. Additional information received on sept. 15, 2016 from the representative noted they were with the patient and confirmed that the burning occurred every time the stimulation was ins. This was described as after the stimulation had been on for 1.5 hours they got severe burning at the ins site. The patient felt normal stimulation from the waist down but now when they turned it on they felt ¿it in random spots in her body¿. There were no falls or trauma reported. When the representative was doing an impedance check the patient ¿hits the ceiling¿ but then it stops. Impedances taken at 0.7 volts (referenced to electrode 0) showed a lowest value of 776 ohm (0/5) to the highest at 927 ohms (0/4). Going through the references nothing was out of range. The patient was programmed as follows: group b, left- 1.2 volts, 270pw, 30hz, using 1,2,3 right- 0.7 volts, 450pw, 30hz, using 0,5,6,7) it was also reported that the patient was uncomfortable when running the group impedances and they would not allow the representative to run the test at 0 volts. No historical impedances were available but it was noted when the patient left the hospital on (B)(6) 2016 all were within range. The programming was identical to their previous device (only the ins was replaced). Follow up information received on sept. 25, 2016 from the representative reported that the cause of the burning at the ins pocket was not determined. As an intervention, some of the programming was changed to utilize electrodes with lower impedances. On the day these changes were made the issue appeared to be resolved. The indication for use for the implanted device was noted as non-malignant pain

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.